Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014, due to wear of the acetabular liner. The acetabular cup and liner were removed and replaced with competitors components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."